Event description:
The article lists info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 55 days post pump implant. The pt presented with dehiscence, drainage and exudate at pump surgery site along with increased spasticity and other (unspecified) infection. Add'l findings during explant surgery included a draining ulcer. No add'l info concerning pt symptoms and outcome were provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006, 48: 450-455.

Manufacturer narrative:
.